Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. The most likely cause for this type of event is a nosocomial source for the fungus infection fremont surgery center or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Other: device remains in patient.

Event description:
The (B)(4) was implanted in 2007. However, there was a report that the patient had a fungus on his knee. The implants were removed and the patient had to have some bone removed from the knee in the infected area. In post surgery follow up it was determined that the operated knee was infected, and it was later determined that the infecting agent was a fungus that causes osteomyelitis which led to subsequent surgeries and massive bone loss.